Event description:
It was reported that buttons were not responding. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
No button error alarm noted. No button response due to corroded keypad traces. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.